Manufacturer narrative:
On 12/11/2019, the product investigation was completed: device investigation summary: during visual evaluation of the device, it was observed to be ruptured. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. During the explantation procedure, the patient replaced with 600cc mentor memorygel breast implants catalog number, 3506004bc, left-sided serial number (B)(4), right-sided (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/5/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and breast pain. Concomitant products: 700cc mentor memorygel breast implant (catalog number 3507004bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a 700cc mentor memorygel breast implant. The patient stated that she experienced left-sided discomfort and pain for the past six months. A cat scan in (B)(6) 2019 identified a left-sided rupture. On (B)(6) 2019, an MRI also confirmed the rupture diagnosis. As a result, the patient scheduled an explantation for their impacted device on (B)(6) 2019 and plans to replace with an unspecified gel breast implant.